Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device on 24-may-2023. The device evaluation was completed on 03-jul-2023. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed a hole in pebax with reddish-brown material inside and internal parts exposed. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly. No magnetic issues were observed. The event described was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The instructions for use contain the following recommendation: improperly positioned patches may increase the chances of a virtual magnetic reference move unrelated to patient movement. This could also result in inaccurate catheter visualization. A manufacturing record evaluation was performed for the finished device 30994763l number, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax with reddish-brown material inside and internal parts exposed. Initially, it was reported by the biosense webster inc. (Bwi) representative that during the application process, the ablation catheter began flickering and bouncing around inaccurately on the carto 3 system display. To troubleshoot, the catheter cable was replaced with no resolution. The grounders were replaced on the patient with no resolution. Upon replacing the catheter, the issue was resolved, and the procedure continued. The visualization issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and a hole in the pebax with reddish-brown material inside and internal parts exposed. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 03-jul-2023.